Event description:
During robotic reversal and closure of colostomy procedure the anvil of the circular stapler with dst technology became disengaged after anastomosis. The attending surgeon was able to locate and "milk" the anvil out of the rectum without incident and the entire anvil was removed. Unfortunately, the device was discarded after the case. We will continue to monitor use and report any issues.